Event description:
New fentanyl bag started at 1430 via alaris pump on tubing that had been in use since (B)(6) 2010. At 3pm the alaris pump alarmed air in the line. On inspection, the fentanyl bag was found empty. Further inspection revealed that the tubing was cracked at the hub entering the pump. The inside of the pump was wet. It appears that no additional medication reached the pt but leaked out of the tubing.